Manufacturer narrative:
Sophysa's quality control laboratory analyzed the return device. Clear yellow liquid was observed inside the valve and there are some deposits around the rotor and the magnet. The visual sight of the siphonx shows a little deposits near the ruby ball. A gentle flow of air and alcohol was possible, evidencing no obstruction inside the valve nor inside the anti-siphon device. However the pressure-flow function (the feature to ensure the opening of the valve in a given pressure) of the valve was not tested due to the presence of the deposits even after a cleaning of the valve. While the pressure-flow function of the anti-siphon device was tested to be conform to normal function. The presence of the deposits in the valve could have a direct impact on the pressure-flow characteristic and thus lead to a hypo-drainage as described in the user case report. It shall bear in mind that, as mentioned in the (B)(4) report, the pt suffered a subarachnoid hemorrhage (sah) which could result in hemorrhagic cerebrospinal fluid. The hemorrhagic csf will increase the presence of physiological debris, tissue fragments and thus lead to an elevated risk of obstruction or a degradation in the pressure/flow performance. An obstruction or degradation of the pressure/flow performance caused by the pt's own physical status is an inherent risk to all hydrocephalus shunting systems. In this particular case reported, none occlusion was noted on the returned device although the pressure/flow function is most possibly adversely affected due to the deposits (probably caused by the sah in the pt) nevertheless a complete occlusion was near to be reached. Obstruction is a known complication.

Event description:
Even if the pressure setting of a valve is made low pressure, it doesn't flow. It seems occlusion.